Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that the patient had a recent weight loss and the battery location was now uncomfortable. The patient requested a battery location and the surgical intervention had occurred. The issue occurred during normal use. The issue was resolved and the patient was alive with no injury. No further complications were anticipated.